Event description:
A pt (age and gender unk) underwent a therapeutic procedure for hemostasis. The resolution clip device did grasp the tissue at the intended site in the stomach, however, it would not initially release from the catheter. At some point immediately after the initial attempt to deploy, once the clear and metal sheaths were removed, the clip did deploy. The procedure was completed successfully with use of an additional resolution clip device. The pt condition was reported as good. There was no report of any serious injury or mistreatment as a result of the deployment issue.